Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved transpac® IV monitoring kit w/safeset¿ 60" arterial pressure tubing, reservoir, 03 ml squeeze flush and 2 needleless valves. The event occurred on the surgical intensive care unit. The customer reported that there was separation of the arterial catheter and tubing/line. Handling the syringe allows the priming to be able to perform the blood sampling: when pushing back the blood, there is a blood return upstream to the syringe, up to the pressure head, even in the tubing of the bag under pressure, which is not compliant. The patient was administered prophylaxis antibiotic. There was a delay in therapy, as the device was replaced; no harm was reported as a consequence of this event.

Manufacturer narrative:
One used list #011-42644-66, transpac® IV monitoring kit w/safeset¿ 60" arterial pressure tubing, reservoir, 03 ml squeeze flush and 2 needleless valves; lot #5200144 was received for evaluation. Two images were provided by the customer showing the involved product. No visual anomalies were observed on the returned sample. The returned set was primed and pressure leak tested and no leaks were observed. The product had performed per the specification. Per the event description, a syringe was used to prime the set from the distal end and no leaks were observed. The reported complaint of backflow/separation of arterial catheter was not confirmed on the returned set. A lot history review was performed and no nonconformities were identified that may have contributed to the reported complaint.